Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial# unknown, implanted: (B)(6) 2018, product type: lead. C62878, c76143, and 92 apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator for fecal incontinence. It was reported that during the stage 1 procedure the physician heard a pop while connecting the tined lead to the lead extension. The insulation was pulled away exposing the lead wires. The lead electrodes were checked for proper motor response per physician request and lead was reattached to lead extension. Physician elected to proceed with stage 1 trial based upon motor response. Physician indicated that if patient has good response to trial she will replace lead during stage 2 scheduled procedure. The patient stated they were just getting over an illness and had a lot of diarrhea. The patient at the incision site was bloody with pus. The nurse said not to worry unless a fever started. There were no further complications reported.